Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an unrelated rfa procedure where the device was not placed into surgery mode. Subsequently, the left ipg could not communicate with external devices. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs ipgs, model: 3662, UDI: (B)(4), serial: (B)(4), batch: a000079948.